Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle breaks easily from the thread. All medwatch submissions related to this report are: 3003639970-2017-00438.

Manufacturer narrative:
Samples received: 2 unopened racepacks. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received two closed samples for analysis. We have tested the needle attachment of the samples received and the results fulfil the requirements: 0.34 kgf in average and 0.23 kgf in minimum (requirements: 0.17 kgf in average and 0.082 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.